Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was oversensing noise which led to inhibition of pacing. The physician elected to cap the lead and replace it with a new one on (B)(6) 2021. The patient was stable.